Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. Customer's blood glucose level was 400 mg/dl. She gave a shot of 2 units. The customer treated her blood glucose level with the insulin pump and needle. The customer had a heart attack three months ago. The insulin pump seemed to lose three minutes a month. The device was not returned.